Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: opening curved on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a left side implant exchange with no complaint against the device. Healthcare professional reported via device tracking, "capsular contracture, baker grade unknown." And additionally reported via operative report "implant size dissatisfaction". Device has been explanted.